Event description:
The manufacturer was contacted rep dreamstation auto CPAP, dom - recrt. The manufacturer received information alleging lung disease, para septal emphysema, bronchiectasis with acute exacerbation. No other clinical information or medical interventions were reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the device's downloaded logs were reviewed by the manufacturer service center. There was no error code found. The manufacturer service center concludes that they could confirmed the customer's allegation and there was no visible foam degradation and unit was corrected.